Event description:
It was reported that a spectrum pump had an issue with air in line and occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: device problem code: based on follow up information received, the code of a16 in the initial report may be disregarded. Additional information: b5: it was reported that a spectrum pump had an air in line alarm that occurred when there was no air and false or constant upstream occlusion alarm. This occurred in the biomed service department. There was no patient involvement. No additional information is available. H10: the device was received for evaluation. During functional testing, a false air in line was not reproduced. A review of the event history log revealed no air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of specifications and calibration failed. The ultrasonic sensor requires replacement to address this issue. Functional testing and a review of the event history log were performed for a constant upstream occlusion and did not identify any issues related to the customer reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.